Manufacturer narrative:
The reporter¿s meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr, qc 2: 5.0 inr, qc 3: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The returned and the retention material meet the specifications. On a regular basis, coaguchek strips of all lots currently valid in the market are tested in comparison to the current master lot at roche (B)(4). For this purpose, the strips are measured with two human blood samples from marcumar donors and one high level control sample on internal reference meters. All the results alleged by the customer were confirmed in the meter memory. Initial reporter occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with coaguchek xs meter with serial number (B)(4) compared to an unknown laboratory method. The reporter stated that he could not recall the exact date in july, and the exact values of the results, but believed the results were 3.2 inr and 2.4 inr results from the meter and an unknown laboratory method. The reporter was unsure which result was from the meter and which result was from the laboratory. The reporter believes that the time interval between the two tests was within four hours. The patient's therapeutic range is 3.0 - 3.5 inr and he tests every two days.